Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the reported foreign body in patient was due to procedural conditions and due to challenging imaging (image resolution poor) as it was reported that after implantation of the clips, upon further review, the physician felt that they had seen an optical illusion due to challenging imaging. It was thought that the posterior mitral leaflet (pml) was captured, but post deployment of the clip and on further investigation the team believed the pml was never captured, and the clip was only deployed on one leaflet. Image resolution poor was related to patient and procedural conditions as imaging was reported to be challenging due to the position of the sgc created a lot of ¿shadowing¿ making optimal images very difficult to achieve. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr) and an enlarged atrium for a mitraclip procedure. Upon deployment of the second clip a single leaflet device attachment (slda) was noted. The mr was worsened, but subsequently reduced with a third clip. The third clip was placed adjacent to the aforementioned clip, and stabilized the slda. Procedural success was achieved with mr reduced from grade 4 to 2. Upon further review, the physician felt that they had seen an optical illusion due to challenging imaging. It was thought that the posterior mitral leaflet (pml) was captured, but post deployment of the clip and on further investigation the team believed the pml was never captured. The clip was only deployed on one leaflet. The patient anatomy, and the position of the sgc meant there as a lot of ¿shadowing¿ making optimal images very difficult to achieve.